Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was not given. The customer reported that the insulin pump was not dropped or bumped prior to the alarm. The customer reported that the drive support cap appeared normal and recessed. The customer did not press on the cap while connected. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.